Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was implanted within the esophagus of a cancer patient on (B)(6) 2010. According to the complainant, the patient presented with dysphagia secondary to compression from an esophageal carcinoma. A gastroscopy with stent placement was performed. The patient's anatomy was not dilated prior to stent implantation. The stent was successfully implanted within the patient's esophagus without issue. The stent was fully expanded and in the correct position. Following deployment, it was observed that there was visible damage to the metal mesh of the stent body. Three millimeters of the stent mesh were showing into the patient's lumen. It was confirmed that no attempt was made to reposition the stent that could have led to this damage. While this does present a potential risk to the patient, the patient had no complications as a result of this event. The physician is comfortable leaving the stent implanted as is and no intervention was performed or is planned. The patient's dysphagia was reported to have been resolved and the patient condition "stable".

Manufacturer narrative:
(B)(4) (stent damage). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.